Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 300 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. Customer stated the insulin pump is not delivering insulin. Customer will discontinue use of the device.